Manufacturer narrative:
Batch review performed on 16 march 2022: lot 163045: (B)(4) items manufactured and released on 28-july-2016. Expiration date: 2021-jul-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 5 years and 1 month post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.